Event description:
Pt was implanted with lcp clavicle plate construct on an unk date approx 6-7 months ago for a clavicle fracture. On an unk date, pt fell off of a scaffolding approx 8 feet off of the ground. X-rays confirmed the plate broke in half and the pt re-fractured the clavicle. The screws were intact. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon revised pt to a 7 hole lcp clavicle plate construct. Procedure was completed with no problems.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history record revealed no complaint related anomalies. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.